Manufacturer narrative:
Prior to wound closure, the damaged right ventricular lead was repaired and remains in service. The defibrillator was successfully explanted and replaced with another defibrillator. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. No failures of this type have been observed since implementation of the enhancement. Analysis confirmed that the damage to the header was caused at explant. All therapies were available.

Event description:
Crm received information that during the device changeout procedure for normal battery depletion, this implantable cardioverter defibrillator (ICD) exhibited damage near the header. The damage occurred during explant. External damage of the right ventricular lead covering was also observed. The system was implanted in subpectoral position and may have contributed to both the device and lead damage. No adverse patient effects were reported.